Event description:
It was reported that the surgeon inserted a three piece collamer lens, and the trailing haptic kinked and got caught in the injector during insertion. Consequently, the surgeon was unable to get the lens to seat properly in the eye. The lens was removed without any patient harm.

Manufacturer narrative:
Method (other) lot order search. Results (other) a lot order search was performed on the cartridge, injector and ftp. There was one similar complaint found for the injector, two similar complaints found for the cartridge and there were no similar complaints found for the ftp.